Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) in cardiac arrest, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) and the customer's report was not replicated or confirmed. The device was put through extensive testing utilizing both leads and pads without duplicating the report. The device was recertified and returned to the customer. It's important to note that during review of the ECG data, it did show a section where the device was monitoring in leads view but was not switched to pad view when electrode pads were attached to the patient. Analysis of reports of this type has not identified an increase in trend.